Manufacturer narrative:
(B)(4). Additional information received: is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc. No, to my knowledge. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with a gst60w cartridge loaded on the device. The cartridge was received partially fired 1/16. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the pse60a was loaded with a gst60w. The stapler was advanced to tissue, and stapler was closed. Waited 30 sec before firing stapler. The stapler started to fire, and stopped. The surgeons could not open the stapler. So the knife reverse button was used, and the blade returned to the housing. The stapler was successfully opened. Observing the stapler later, it appeared that 3 rows of staples had rise through the sledge, and not met the buckets. The surgeon did say later, that there was a very thick tough approx 8mm part of tumor the blade would have hit. Due to the thickness of tissue and the access, the surgeons used other methods to transect tissue. The procedure was successfully completed with no patient consequence reported.